Manufacturer narrative:
Failure analysis is in progress; add'l info will be submitted once the quality investigation is completed.

Event description:
The cordless driver 3 was sent for eval due to leaking an unk substance following sterilization. There was no pt involvement and no adverse consequences associated with the device.